Event description:
The customer reported that after pipetting an htlv plate on summit the tech observed uneven levels of fluid were noticed across the plate. No error was generated. No death or serious injury was associated with this incident.